Manufacturer narrative:
Results of investigation: vyaire fse, (B)(4) arrived on site to evaluate suspect device on 3/22/2024. The following information is derived from (B)(4). The service technician was able to confirm the reported issue. The extended systems test (est) was completed successfully. Operational verification procedure (ovp) performed and passed. Positive end-expiratory pressure (peep) remains stable. The unit does not require any repairs. Unit meets manufacturing specifications. Unit is ready for patient use. The repair is complete. D4. UDI# - the device has a date of manufacture of 29/12/2006 and was not subject to UDI requirements. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that avea ventilator had a low peep (positive end-expiratory pressure). There is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.